Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as about 4.5 months post implantation in left eye, xen®45 gts was observed extruding outside the conjunctiva. 6 days later, a revision surgery was performed. During repositioning to place the xen under conjunctiva, the device broke. Surgeon removed portion and sutured the conjunctiva.